Manufacturer narrative:
D1. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seal missing. The pump was observed to be in good physical condition. A review of the pump event history log found evidence of high alarm displayed cassette not attached properly and high alarm displayed high flow admin set not allowed. The reported problem was unable to be duplicated during testing.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: as a preventive measure, the downstream occlusion sensor was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not properly attached. No patient was involved in this event. No adverse effects were reported.